Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. (B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed loss of prime alarms associated with zero force. The pump was rewound, loaded, primed with no loss of prime. The pump was then exercised for 24 hours on a 1 unit per hour basal program with one loss of prime duplicated. The pump was reprimed and then the pump completed 24 hours with no loss of prime. During the investigation it was found that the force sensor calibration was out of specification at zero. When the lens cover of the pump was removed it was found that the oled and force sensor flex pins were found to be partially dislodged from pcb socket. In addition, it was observed that the pump's battery compartment was cracked from threads to case seal.